Manufacturer narrative:
The onyx remains in the patient and has not been returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00808, 2029214-2019-00809. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of onyx leak from an apollo catheter. It was reported that during the procedure, the dead space of the delivery catheter was filled with dmso. Onyx was injected at a rate according to the IFU. No resistance was experienced during injection. It was reported that the physician stopped injection due to reflux and suspected leakage. The onyx reportedly leaked from the distal portion of the catheter and embedded an unintended vessel. The catheter was removed from the patient and approached another branch. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU. Prior to use, the catheter had been inspected/tested. Vessel tortuosity was described as minimal.